Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir leaked insulin. The blood glucose reading is 324 mg/dl. Customer was missing insulin. The insulin is leaking past the second o-ring. Nothing further reported.